Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the 40062 error on the vision side cart (vsc). The error was pointing to the video display controller (vdc) on the isi core controller (icc). Fse replaced the icc to solved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The icc was tested on the pca test system. After programming and turning the system back to normal mode, the core power button remained amber while the consoles and the patient side cart (psc) power buttons turned solid blue. The system would not power off unless the core switch was turned off. There was an error 40062 pointing to the video display controller (vdc) (node ID=35) on the icc. After performing testing with the icc text fixture and programming, the system started up without any errors. Run 50x power cycles with this part, and all pass. The core remained on the test system overnight, in normal operation, it performed without any errors.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the system encountered an error 40062. The customer attempted to power on the system but observed that the vision side cart (vsc) power button remained amber while the surgeon side console (ssc) and the patient side cart (psc) power buttons turned to solid blue. The technical service engineer (tse) advised the customer to cycle the breakers and power down the system but the system would not power down. The tse then recommended cycling the breakers to the off position and the core power switch to off and on. The system was able to reboot but the reported issue persisted, the core power button was amber while the carts power buttons turned blue. The surgeon opted to convert the procedure to laparoscopy but had an issue with moving the psc arms to undock. The tse assisted the customer to put the psc in standalone mode and was then able to remove the psc from the patient. The tse suggested to swap the vsc if possible. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did check the system for functionality upon start up and confirmed there were no errors. The customer confirmed the procedure was completed by converting to traditional laparoscopic surgery. The ports were not enlarged for the conversion to laparoscopy and the patient tolerated the change well. There was no further patient impact.